Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by rebooting the station. The drawer was recovered and the issue was fixed. The field service engineer also assisted the customer in troubleshooting. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, several drawers were not detected on the bus and were experiencing unrecoverable failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.